Manufacturer narrative:
H6: investigation summary: a trend for the safety shield activation failure (catheter) failure mode for lot 2238464 has been identified. Bd determined that the cause of the failure was related to our manufacturing process. Actions to address this trend have been initiated and a manufacturing root cause is being investigated for this failure mode. Bd is conducting a voluntary medical device recall of the lot 2238464 for the bd cathenatm safety IV catheter system product. Production records were reviewed, and a notable preventative maintenance occurred which could be related to the cause of this defect. H3 other text : see h10.

Event description:
It was reported that the bd cathena¿ safety IV catheter with bd multiguard¿ technology safety mechanism would not disengage from the catheter during use. The following information was provided by the initial reporter: "more complaints coming from this same hospital at *****- incidents of catheters not safetying properly for lot 2238462, 2238463 and 2238464. Response received 06 sep 2023 864 was the only one supposed to be reported. The others were made a mistake by the customer. Addt response received 06 sep 2023 864 is referring to batch number 2238464".

Event description:
It was reported that the bd cathena¿ safety IV catheter with bd multiguard¿ technology safety mechanism would not disengage from the catheter during use. The following information was provided by the initial reporter: "more complaints coming from this same hospital at incidents of catheters not safetying properly for lot 2238462, 2238463 and 2238464... Response received 06 sep 2023 864 was the only one supposed to be reported. The others were made a mistake by the customer. Addt response received 06 sep 2023. 864 is referring to batch number 2238464."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.